Event description:
The customer got a glucose reading of 212 mg/dl from his adc device. The paramedics were called and got a 35 mg/dl from their meter. He was given IV treatment on his way to the hospital. He does not know what treatment he received in the hospital. The comparison readings provided were not obtained within 10 minutes.